Event description:
Foley catheter tray syringe to fill foley did not have any water in it only air. In addition, the patient has had to have 3 foleys replaced because the balloons deflated and the catheter came out of the patient. On (B)(6) 2025, found catheter out of patient with balloon deflated. When the nurse went to replace the foley found the syringe to fill balloon with air, not water. Nurse retrieved a second tray, syringe did have water in it, foley was placed. Subsequently, the same patient, the nurse checked catheter because it was not draining, balloon had deflated, catheter had to be replaced. Pt code: 4564. Device codes: 4004, 4061. Ref reports: mw5178732, mw5178733.